Event description:
Injury (needle): a woman from canada reported that before breakfast when she injected 20 units of mixtard 30 insulin in her arm with a novopen 3 and novofine 30 needle, she did not wait the required 6-10 seconds before removing the needle. When she pulled out the pen, she could not see the needle but the white screw-on portion was still attached to the pen. She decided to report it at her normal dialysis appointment where an x-ray revealed the needle in her arm. The needle was removed by a physician under local anesthetic. No further info concerning the woman or the event is known.